Manufacturer narrative:
The customer¿s reported complaint of an over infusion of piperacillin-tazobactam was not confirmed during a review of the logs or during testing of the source device. However, a check valve failure identified during the administration set testing may have contributed to the reported incident. An external and internal inspection of the customer¿s pump module exhibited both the iui connector contact pins with unidentified film contaminants. The bezel assembly data code was noted (B)(6) 2017. No other obvious issues or anomalies were identified with the source device during the inspection. The primary set¿s check valve was identified failing during back flow testing and sent to the supplier for further analysis. However, the supplier could not replicate the issue and could not determine the cause of the failure. Results from a timed rate accuracy test using the timed rate accuracy test method (dir (B)(4)) demonstrated the source device successfully passing. The root cause of the customer¿s experience with an over infusion was not definitively identified.

Event description:
It was reported from the progressive coronary care unit (pccu) that an infusion of piperacillin-tazobactam (zosyn) 4.5 grams in 100ml, ordered to be given every eight hours, was programmed to infuse at a rate of 25ml/hr over four hours. However, the infusion was completed sooner than intended. It was noted that normal saline was also infusing at the time of the event. There was no patient impact.

Manufacturer narrative:
Additional info: d.11 the customer¿s reported complaint of an over infusion of piperacillin-tazobactam was not confirmed during a review of the logs or during testing of the source device. However, a check valve failure identified during the administration set testing may have contributed to the reported incident. Based on log analysis results, the medication piperacillin-tazobactam was identified programmed on (B)(6) 2020 instead of the reported date of (B)(6) 2020. The medication was programmed as a secondary during both events. The first infusion occurred at 9:43 am where a total of 1.107mls was infused. The second infusion occurred at 9:47; however, the pump was channeled off seconds later where a total of ~ 0.5mls was infused. Est results from the over infusion test method performed on the source device, consisting of a 1-hour rate accuracy test confirmed the pump module is within specification and operating as intended. Customer¿s incident administration set showed no leaks, damage or any other anomaly that may have attributed to the reported incident. Results from the administration set¿s silicone segment measurements found the metrology of the inner diameter and wall maximum were within specification. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 10/04/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. A device history record review for the source primary set model 2420-0007 with the lot number unknown is not warranted per 1501-069-000-swi because the lot information was not provided.

Event description:
It was reported from the progressive coronary care unit (pccu) that an infusion of piperacillin-tazobactam (zosyn) 4.5 grams in 100ml, ordered to be given every eight hours, was programmed to infuse at a rate of 25ml/hr over four hours. However, the infusion was completed sooner than intended. It was noted that normal saline was also infusing at the time of the event. There was no patient impact.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information; atrial fibrillation with rapid ventricular rate, respiratory failure, left pleural effusion.

Event description:
It was reported from the progressive coronary care unit (pccu) that an infusion of piperacillin-tazobactam (zosyn) 4.5 grams in 100ml, ordered to be given every eight hours, was programmed to infuse at a rate of 25ml/hr over four hours. However, the infusion was completed sooner than intended. It was noted that normal saline was also infusing at the time of the event. There was no patient impact.